Event description:
It was reported that within five days post implant the patient experienced a pocket infection. The implantable pulse generator (ipg) pocket contained pus and fluid and cultures were taken. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.